Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath the patient experienced st segment elevation. After the faradrive sheath was placed in the left atrium the farawave catheter was advanced through the sheath. During this process they observed st-segment elevation in the patient. Nitroglycerin was administered and the patient was considered stable enough for the procedure to proceed. The procedure was completed using the original device with no further complications. The patient is considered fully recovered. The sheath is not expected to be returned as it was discarded by the facility.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.